Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The irritation was described as a red indentation mark. The patient reported the equipment was cutting into his skin. The patient reported the irritation had a burning sensation. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device. The irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The irritation was described as a red indentation mark. The patient reported the equipment was cutting into his skin. The patient reported the irritation had a burning sensation. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device. The irritation improved. Supplemental report 8/31/2021: submitting report to correct section g4.